Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas and stated the pump is giving the incorrect blood glucose (bg) readings. The patient reportedly felt different than what the readings indicated from the pump. No additional information could be obtained from the patient at the time of the call. Customer support (cs) has made multiple attempts to reach the patient and has been unsuccessful. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.